Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of competitive atrial pacing (cap), pseudofusion, and inappropriate automatic mode switch (ams) resulting in a ventricular arrythmia. Programming changes were discussed, no intervention was performed, and the patient will continue to be monitored. There were no patient consequences reported.